Event description:
Related manufacturer reference number: 2017865-2025-28076. It was reported that patient presented for routine generator change procedure. During procedure, it was noted that patient's atrial lead was stuck in the pacemaker header. Atrial lead pin was detached from the lead body. Fracture was noted. The atrial lead was capped and replaced on (B)(6) 2025. The device was explanted and replaced. The patient was stable.